Manufacturer narrative:
Device passed the rewind, basic occlusion, prime or a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error alarm and customer experienced hyperglycemia. The customer's blood glucose value was 520 mg/dl. Customer reported that drive support cap was intact. Customer confirmed insulin pump was not exposed to high magnetic field. Customer reported that alarm history was checked and three occurrences of motor error were found within 30 days which were not reported previously. The device will be returned for analysis.